Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product code: 03.037.022; lot: f-22662; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: october 05, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no for the complaint condition relevant non-conformances were identified. Visual inspection: the complete stepped forefront of the stepped reamer for tfna helic blade is broken off. Four (4) fragments of the forefront were returned together with the reamer. There are still bony residues visible in the flutes of the fragments. In general, the reamer is in a used condition with stress marks at the shaft and slight discoloration at the intact cutting edges. Dimensional inspection: checked dimensions with caliper per drawing: inner diameter = pass the other relevant dimensions are not measurable due to the fragmentation and as the breakage occurred at the crossover between the smaller and bigger diameter. Drawing/specification review: drawing was reviewed to define dimensions, material and hardness. The review of the manufacturing documents has shown that the used material was 440a stainless steel as defined and that the hardness was within the specification. Summary: the complaint is confirmed as the forefront of the reamer is broken off as complained. During the evaluation, no manufacturing related issue could be identified; the device was manufactured according to the specification. There is a clearly visible stress mark at one cutting edge in the area of the fracture. This mark is an indication for an excessive metallic contact, for example with the nail, during reaming. It can be assumed that this contact caused a mechanical overload and finally, the breakage of the reamer. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 during a trochanteric femoral nail advanced (tfna) implantation for a patient with a mid-shaft fracture, the stepped reamer drill bit for tfna helical blade was broken. The stepped reamer was used as it was a hard bone and drilling was difficult. As the surgeon approached the last part, the stepped reamer broke off and the part was left in the head. Approximately two centimeters (2cm) of the tip broke off inside the patient. After several attempts of trying to get the broken piece, an extraction screw from the synthes screw removal set was used to help remove the broken part. The area was checked, and all parts were gone before completing the tfna implantation. The procedure was completed successfully. There was a surgical delay of more than thirty (30) minutes and all fragments generated from the broken device were removed under x-ray guidance. Patient and procedure outcome were unknown. Concomitant device reported: hollow reamer (part 309.065, lot 2406274 quantity 1), spare reamer tube (part 309.068, lot 2642131, quantity 1). This report is for a stepped reamer drill bit. This is report 1 of 1 for (B)(4).